Event description:
It was reported that the blood glucose monitor provided too low blood glucose test results leading to false therapy decisions and eventually hospitalization of the patient involved. The last measurement performed with the performa device resulted in a value of around 20-25 mg/dl, while the patient had hyperglycemia symptoms (thirst, stomach pain, polyuria) and then they decided to visit the hospital as the patient didn't feel hypoglycemic and suspected the device of showing erratic results. When the patient was brought to the hospital by her parents around 30 minutes later, the healthcare professional tested the patient's blood glucose levels resulting in a value of 375 mg/dl. The patient was admitted to the hospital and treated for hyperglycemia with insulin administered intravenously. The parents further informed that when the meter had shown low test results they didn't administer any medication or food to their child.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.